Event description:
A couple of months ago, I purchased amo's complete moisture plus. Prior to this time, I had used another product. I do not wear contacts daily- maybe 2-3 days a week and I only use one lens for close vision. When I started to use the moisture plus, I noticed that my eye became red shortly after insertion. The redness never went away until an hr or so after I removed the lens. I usually followed up with eye drops for irritation. In addition to the redness, my eye constantly had a burning sensation. I found it so uncomfortable mostly because it interfered with my reading. I discontinued use of the lens wearing thinking that the problem was the lens. I had not experienced problems with the lenses prior to using the moisture plus. Also, I am sensitive to various products. When my husband informed me about the recall, I was not surprised. I have no idea if the problems that I experienced with my eye is related to the solution, however, it sounds like it. Thanks. Frequency: 2- 4x wk. Route: ophthalmic. Dates of use: 2 months. Diagnosis or reason for use: contact lens solution.